Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that plastic piece was fell off and rubber ring on reservoir compartment was also fell off. Customer stated that reservoir compartment was cracked and reservoir still locks in place. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.